Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. This case represents the delivery system used in the case. Please reference related manufacturer report no: 2015691-2018-03622. Per the instructions for use (IFU), mechanical failure of the delivery system and/or accessories are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The device was not returned for evaluation as it was discarded by the site. Transcatheter delivery balloon burst complaints have been previously investigated and documented in a technical summary by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the balloon burst was considered to be due to the patient¿s calcification. The burst balloon material likely caused the withdrawal difficulty in the sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During implant of a 29 mm sapien 3 valve in the aortic position, the commander delivery system balloon ruptured. The valve was deployed with 90% to nominal inflation volume when the balloon burst. The valve was implanted in a stable position. The balloon would not come back into the sheath and the sheath liner ¿split¿ while trying to get the ruptured balloon back into the sheath. The devices were removed together. After removal of the devices, a laceration/dissection of the artery was observed and a cut-down was performed to repair the artery. The patient did not have significant blood loss. At the time of the report the patient was stable. The balloon burst was considered to be due to the patient¿s annular calcification. The patient native annulus measured 544 mm2, had severe native leaflet calcification, severe native annular calcification, and mild root calcification. The patient¿s access vessel minimum luminal diameter was 9.7 mm, was mildly calcified and mildly tortuous.

Manufacturer narrative:
Reference CAPA-20-00141.